Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in the patient's anatomy, this is considered to be a permanent impairment. Device issue: stent dislodgement. It was reported that the 3.0 x 08 mm vision stent did cross. Reportedly, there were no patient effects. No additional event or patient information is available. This event is being reported based on the analysis of the returned sds, which revealed the stent implant was dislodged and was not returned. The location of the missing stent is unknown and it is possible the stent remained in the patient's anatomy.

Manufacturer narrative:
A conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen and contrast visible in the inflation lumen. The stent implant was not returned. The balloon was returned slightly pressurized with air. There were crimp marks on the balloon between the markers. There was a kink in the hypotube 6 cm distal to the strain relief tubing. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and the analysis of the returned product. It was reported that the 3.0 x 08 mm rx vision stent delivery system (sds) would not cross the lesion, whereas a 2.5 x 08 mm vision did. However, when the sds was returned for analysis, the stent implant was dislodged from the balloon and was not returned. It is unclear as to whether the stent dislodged prior to, during, or after the procedure, but it is possible that it remains in the patient's anatomy. Unfortunately, no additional event information was provided or could be obtained in this case. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product size selection or placement technique, interactions with other devices, a previously implanted stent and accessory device support. Additionally, factors that can affect stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices, the patient anatomy and/or a previously implanted stent. The sds was returned with blood visible in the guide wire lumen and contrast visible in the inflation lumen, which suggests the sds was prepped for use and at least advanced over a guide wire at some point. The tip seal length was measured and met manufacturing criteria. There were crimp marks evident on the balloon and between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. In this case, the balloon appeared to be slightly pressurized with air, suggesting that, at some point, positive pressure may have been applied to the system, forcing the balloon, which may also facilitate dislodgement. Though, the protective sheath was not returned for analysis, and no patient anatomical information was provided, which may have aided the evaluation. Without any event information in this case, a definitive cause of the failure to cross or dislodged stent cannot be determined. Also noted during the analysis was a kink in the hypotube, though this damage was not reported in the case description and my have occurred during or after the procedure, or as a result of packaging and shipment back to abbott vascular for analysis. This damage does not appear to be related to or to have contributed to the reported difficulties. No corrective action will be implemented in this case, as no conclusive root cause could be determined, though there does not appear to be any indication of a product quality deficiency. This MDR is considered closed by the product performance group.